Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: smoking with rf wand, rf wand socket burnt looking the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be fluid ingress was present in the rf port when the probe was connected. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.